Manufacturer narrative:
The device was received for evaluation. The investigation is still pending. Additional contact: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported that the 0.2um filter had a leakage during infusion with unknown solution/medication involved. The tubing was replaced, and therapy was resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was patient involvement but no patient harm.

Manufacturer narrative:
Received one used 142560488 primary plum set for inspection. The tubing was observed to be separated from the secure lock male adaptor. Evaluation of the bond under uv light showed gaps in solvent coverage. The set was tested per product specifications. There was no leakage from the 0.2 micron filter. The tubing and bond pocket were measured and found to meet design specifications. The reported complaint of leakage from the 0.2 micron filter could not be confirmed. The probable cause of the separated tubing from the secure lock and subsequent leakage is due to insufficient solvent applied during manual assembly.